Event description:
It was reported that during a bowel resection procedure the device did not staple. Another device was used to complete the case. There ws no adverse pt consequence.

Manufacturer narrative:
(B)(4).